Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator was found to be operating in backup vvi mode. No patient symptoms were reported. It was suspected that patient had been exposed to strong electromagnetic interference. A software download successfully restored the device.